Event description:
On (B)(6) 2012, the reporter contacted animas, stating that the ok keypad button required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was returned intact, there was no peeling or damage noted. The ok and contrast keypad buttons were intermittently unresponsive; the up arrow and down arrow keypad buttons responded appropriately. Evidence of contamination was found under all key contacts.